Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2018. Product type implantable neurostim ulator product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Product ID 977a275. Serial# (B)(6). Implanted: (B)(6) 2020. Product type lead product ID 977a275 serial# v(B)(6) implanted: (B)(6) 2020. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that one lead had moved off the patient¿s spine and was in the wrong spot which led to the lead revision. The patient indicated that they need to schedule a time to have it moved ¿back to their spine¿. Surgery however was not yet scheduled yet, so the issue was not resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97715 ((B)(6)), product type: 0197-implantable neurostimulator, implant date: (B)(6) 2018. Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2018, brand name: vectris surescan, product ID: 977a275 (serial#: (B)(6)), product type: 0200-lead, implant date#: (B)(6) 2020, brand name: vectris surescan, product ID: 977a275 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient (pt), who was implanted with an implantable neurostimulator (ins). The reason for call, was to get MRI information. The caller stated, that they have a record that indicates, that the patient had a lead revision on (B)(6) 2024. The caller did not have details about the reason for the revision or which component was revised. The caller stated, that the MRI facility has a record indicating, that the stimulation system implanted in 2018. Had MRI mode was activated in the past and the status was head only MRI eligible. The patient claims, that something was changed. And now they are eligible for scanning. The caller will follow-up with the patient.